Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Test mixing pump installed in decontamination to cool. Ctu error 80 seen in event log. Serviced mixing pump. Tank gaskets are torn and worn from age. A 2000 hour pm was completed on the device. Replaced tank gaskets. Cleaned condenser coil, tank, and level sensor. As part of the pm, serviced the circulation pump and replaced the heater, manifold o rings, drain valves, tank tubing, and coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80, expected 6 actual 25. Additional work order information on 20feb2026, check chiller temperature (t4) in diagnostics, it went from 20 to 11c in less than a minute. They discussed this was indicative of a failed mixing pump and requested a quote for depot repair. Stated no loaner was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80, expected 6 actual 25. Additional work order information on 20feb2026, check chiller temperature (t4) in diagnostics, it went from 20 to 11c in less than a minute. They discussed this was indicative of a failed mixing pump and requested a quote for depot repair. Stated no loaner was needed.